Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice. The cause of death was liver failure. The caller stated that on (B)(6) 2013, the customer was diagnosed with large cell b lymphoma of stomach. He had 7 organs removed. He was home for 1 year and 2 weeks before the spouse observed that the he turned yellow; he had jaundice. He was taken to the hospital on (B)(6) 2015. The insulin pump was removed from him on (B)(6) 215. He was placed on a feeding tube and was taken to hospice on (B)(6) 2015. The caller stated that, while on the insulin pump, the customer's blood glucose was regulated well, and only had diabetes after the pancreas was removed in 2013. The customer had kidney failure, and (B)(6). In the blood stream from a large surgery. In 1998, he had open heart surgery. The customer's blood glucose at the time of death was unknown, but at the time when he was taken to hospice, it was 110 mg/dl or 115 mg/dl. The customer did not use sensors and was not wearing one at the time of death.